Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w IV catheter broke and the patient was bleeding at the puncture site. The following information was provided by the initial reporter: it was found puncture site bleeding at home, then application back out of hand just adaptor, no catheter was found. The x-ray showed no abnormality, and the girl's parents came home and found the catheter broken in bed. The length of the catheter was complete.

Manufacturer narrative:
H.6. Investigation: 1 used sample was returned for investigation. Our quality engineer inspected the returned unit and confirmed the reported observation of a broken catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. It is possible that the damage occurred during product handling. The reported defect is unlikely caused by manufacturing process. As the returned samples show signs of blood, this may have occurred during product application when the product was manipulated. Hence, root cause is unable to be determined.

Event description:
It was reported that bd insyte-w ¿ IV catheter broke and the patient was bleeding at the puncture site. The following information was provided by the initial reporter: it was found puncture site bleeding at home, then application back out of hand just adaptor, no catheter was found. The x-ray showed no abnormality, and the girl's parents came home and found the catheter broken in bed. The length of the catheter was complete.